Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and there was a failure of the pump memory. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powered on with a hard call service 020 alarm, preventing further testing from being completed. The alarms were determined to be related to a failure of the pump memory. Additionally, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.